Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test or verify unresponsive buttons/keypad due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, and reservoir tube window cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was 121 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported none of the buttons were responsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.